Event description:
Consumer claims her heating pad turned itself on and the controller melted and damaged her bedding. No injuries were reported with this incident.

Manufacturer narrative:
(B)(4). CAPA (B)(4) was entered for this complaint. The returned unit was sent to the supplier for investigation. No injuries were reported with this incident.